Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet device developed a cracked screen while in use with a protective case, with no known impact event, and the device continued to function and insulin delivery remained unaffected. Symptoms included no reported clinical effects. Outcomes included no change to therapy, no medical intervention, and no hospitalization. Investigation included customer interview, verification of shipping and return logistics, and user guidance on data sync, shutdown procedure, and replacement start-up requirements. Investigation of this case revealed a cracked display component with normal device operation, consistent with a device exterior damage issue without functional failure. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.